Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is ciutat sanitaria I univ. De bellvit. Due to character limitation in e1 for event site city, the full event site city is (B)(6) hospitalet. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit revealed that the monitor was failing intermittently. There were no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h6(type of investigation,investigation findings,component codes,investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the upper display monitor board (d670-00-1183) and display monitor to video generator board kit (d040-00-0456). The unit passed all safety and functional tests and was returned to the customer for clinical use.